Event description:
The customer reported that she was disconnected from the insulin pump while taking a shower, and when she came back there was insulin all over the table. The customer stated that her doctor has changed the settings, and her blood glucose has been low. Instructed the customer to disconnect the tubing from the reservoir to be sure that the insulin was not pooling at the connection. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed pre-fill reservoir. Reservoir passed per inspection found no leakage anomaly during filling. Ran manual prime and the high pressure test per specifications. Reservoir passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Reservoir connected and locked in place properly.